Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the reported issue cannot be confirmed with product analysis testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg eroded through the skin and was exposed. Subsequently, the ipg was explanted.